Event description:
It was reported the patient's ipg does not communicate with his charger or programmer. The last time he was able to charge was 5-6 months ago. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.